Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿140 mg/dl¿ with the subject meter and ¿94 mg/dl¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.